Manufacturer narrative:
Additional information was received on 06/22/2015. No sample was received to conduct a root cause. Batch records have been reviewed; all required specification were met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on july 13, 2015.

Event description:
It was reported the securement device border detaches in one day. No pt consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional pt/event details have been requested. Should additional info become available a follow-up report will be submitted.